Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received maude report stating: "the pump was operating as if it was infusing solution, however, no solution was infusing. When pump was removed from operation, it continued to run and appeared to be infusing solution yet no solution coming out of the distal end."